Manufacturer narrative:
Citation: lee jj et al. Atrioventricular and intraventricular block after transcatheter aortic valve implantation. J interv card ele ctrophysiol. 2018 jun 24. Doi: 10.1007/s10840-018-0391-6. [Epub ahead of print] earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review exploring the anatomical issues relevant to atrioventricular block and the management and long-term implications of atrioventricular and intraventricular block after transcatheter aortic valve replacement. The method of how the data was collected for systemic review was not described. The study population included an unknown number of patients (patient demographics were not provided), an undisclosed number of which were implanted with a medtronic corevalve bioprosthetic valve, a medtronic evolut r bioprosthetic valve, or a medtronic evolut pro bioprosthetic valve. No serial numbers were provided. Among all patients, adverse events included: permanent pacemaker implantation, valve-in-valve implantation, left bundle branch block, atrial fibrillation with bradycardia, paroxysmal atrial fibrillation or flutter, sustained ventricular tachycardia, sinus node dysfunction, complete heart block, first/second-degree atrioventricular block, intraoperative atrioventricular block, left anterior fascicular block, decreased left ventricular ejection fraction, and increased qrs duration. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.